Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.0mmx30mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified proximal to mid right coronary artery. The lesion contained a greater than 45 and less than 90 degrees bend. After a non-bsc guide wire and a 6f non-bsc guide catheter crossed the lesion, pre-dilation was performed with a 2.5/15 unspecified balloon catheter resulting in 85% residual stenosis. A 3.00 x 32 synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.